Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Preoperative diagnoses: lumbar stenosis with lumbar spondylosis. Procedure(s) performed: 1. Posterior spinal fusion of l3, l4, and l5. 2. Posterior spinal instrumentation of l3, l4, and l5 with legacy 5.5 titanium rods and 6.5 x 40 millimeters screws. 3. Right iliac crest bone graft taken through a separate fascial incision. 4. Local autograft morcellized and combined with 20 milliliters of mastergraft matrix and one large infuse kit. The patient's post-operative period was reportedly marked by the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient reportedly suffers from physical and mental pain and suffering and emotional/mental damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010: the patient presented with pre-op diagnosis: lumbar stenosis with lumbar spondylosis. Procedure performed: posterior spinal fusion of l3, l4 and l5; posterior spinal instrumentation of l3, l4, and l5 with legacy 5.5 rods and 6.5 x 40 millimeters screws; right iliac crest bone graft taken through a separate fasciai incision; local autograft morcellized with 20 millimeters of bone graft matrix and one large rhbmp-2/acs kit. Per-op notes: there was a fair amount of focal auto graft from the decompression; we morselized this in preparation for the posterior spinal fusion. It was about 10 mm. This was supplemented with 20 mms of bone graft matrix and one large rhbmp-2/acs kit additionaiiy, we took right iliac crest bone graft through a separate fasciai incision, approximately 20 mins. We dropped the wilson frame precontoured lordotic rods and performed gentle compression while placing the set screws, re-storing iordosis. Bone graft was placed out in the lateral gutters, first a combination of local autograft and the mac crest bone graft was packed down elements including the superior articular facets, as well as into the facet joint we packed autograft after decorticating with a bur. There was a good amount of bone graft and the rods were in place. On (B)(6) 2010: the patient presented with pre-op diagnosis: lumbar stenosis l3-l4, l4-l5. Procedure performed: bilateral l3-l4, l4-l5 laminotomies, foraminotomies and medial facetectomies (2 disc level).